Manufacturer narrative:
No product was returned to zoll medical corporation for evaluation. The claim is being closed as no sample returned; however, it will be reopened for investigation upon receipt of the device.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 69-year-old female patient, the device inappropriately shut down. As a result of this malfunction, the patient was in pain throughout the transport.